Manufacturer narrative:
The returned device was evaluated. The unit powered on using internal batteries and some of the led segments failed to illuminate. An internal inspection of the unit revealed corrosion on the system board due to fluid ingress which prevented the unit from engaging in monitoring. The system board was replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over four (4) years with no previous returns for servicing or other issues prior to the reported event.

Event description:
The customer reported the display is missing led segments. No patient impact or consequences reported.